Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, two case screws were missing, the battery contacts were compressed, one bail was missing, the ring was bent, and the battery drawer was broken.

Event description:
It was reported that the biomedical engineer found the epg (external pulse generator) in a drawer, with the front screen cracked. The epg was returned for repair. There was no patient involvement.